Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the a programming error lead to the over infusion. Insulin was infusing at 6ml/hour or 8ml/hour. It was noted that when the nurse went to change the volume to be infused (vtbi) to 20ml/hour, the rate/hour was accidentally changed to 20ml/hour. Although requested, additional information was not provided.